Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific that a captivator snare was used to remove a benign non-pedunculated polyps 5-mm polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, while using a single-use electrocautery snare, it was found that the blade was very dull and unable to remove the polyp. The device was immediately replaced, and the patients polyp was then successfully removed. The procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.